Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had received inappropriate shocks due to t-wave oversensing. The device was reprogrammed, however inappropriate shocks were again delivered. An invasive procedure was performed to implanted a transvenous implantable cardioverter defibrillator (ICD) system. This device and electrode were surgically abandoned. No additional adverse patient effects were reported.